Event description:
During a low anterior resection procedure, the gun was being used in the normal way for a lar. The gun was fired but there was no crunch, even though the washer was broken. The staples did not form correctly and another gun was used to complete the procedure.